Event description:
It was reported that ventricular oversensing due to myopotentials was observed. The oversensing episodes inhibited the ventricular pacing, however, the patient was not affected by this. Reprogramming changes were suggested by technical support, however, it is not known if reprogramming was attempted. The patient's condition was reported good.